Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The caller has declined returning the device for evaluation. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis. Information has been added to the database for trending purposes.